Manufacturer narrative:
Analysis of the pump serial number (B)(4) found no anomaly.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
Following the refill on (B)(6) 2014 when the patient experienced psychotic episodes the patient was brought back (to the clinic) to be sure he didn't have a pocket fill. It was confirmed that it was not a pocket fill. After the saline was in the pump, morphine was placed in the pump. The pump was refilled with morphine on (B)(6) 2014 at 2mg/ml. The patient did not trust the pump anymore and therefore it was replaced. There was no patient injury and the patient recovered without sequela. It was noted as therapy related and was suspected that the pump may have over infused the medication.

Event description:
It was later reported that with the personal therapy manager (ptm) doses, the maximum dose of the prialt was 3.5mcg/day. The elective replacement indicator (eri) on the pump was eight months.

Event description:
It was reported on (B)(6) 2014 during an office visit the patient experienced pain in both wrists/hand, and pain in forearm especially in the morning. It was noted he wakes up and has to shake hands to wake them in the morning. It was also reported the patient was unable to go to the store and rated pain an average 6/10 for the past week. The patient¿s pump was refilled on the same day ((B)(6) 2014) with prialt 5 mcg/ml and on (B)(6) 2014 the patient started ¿feeling weird¿ and by the next day he had severe olfactory hallucinations and severe nausea that required hospitalization. It was noted he had an acute psychotic episode within 20 hours of refilling the pump with pure, but diluted prialt at 5 mcg/ml running at an infusion rate of 2.5 mcg/day. It was noted the cause of the adverse event was not known and there was no change in concentration or rate. A possible discrepancy in pump volume was investigated and saline was put in the pump and rechecked volume. It was noted the reservoir volume was not accurate. The analyzed volume was 0.8 cc and the removed volume was 2 cc. It was further reported the patient was hospitalized, pump was turned off, saline was put in the pump and eventually he normalized on oral medications. The patient came into the clinic on (B)(6) 2014 because he was ¿acting weird,¿ crying, and generally not himself. The refill two days prior was the patient¿s second refill of prialt, which ¿gives a patient an automatic 20% increase.¿ the pump rate was decreased by 50% on (B)(6) 2014, but the patient returned to the clinic later that day and felt much worse and the rate was then decreased to the lowest possible rate. The pump was decreased to 1.25 mcg/day and later that day decreased to 0.0307 mcg/day. It was further reported by (B)(6) 2014 he was in so much pain he was sent to the hospital for a full work up and was admitted to the hospital for observation and pain control. The patient was in the hospital for four days and returned to the office on (B)(6) 2014. It was noted the patient had a possible reaction to prialt and the patient¿s pain was currently rated a 9/10. It was also reported during the past week the patient had trouble sleeping, trouble feeling comfortable, was less independent and unable to perform normal tasks. The patient¿s range of motion (rom) was limited in his back, he had poor exercise tolerance, and a depressed affect. On (B)(6) 2014 the prialt was removed from the pump and 17 cc was taken from the main chamber, 0.70 cc was removed from the external tubing, and 8 minutes boluses times three were given of saline. The pump logs on (B)(6) 2014 indicated the reservoir volume was 19.9 cc when 17 cc was removed. Also on (B)(6) 2014 a side port aspiration was done and the pump volume was checked using a medtronic kit. It was reported 14.5 cc saline was put in the reservoir and the reservoir was checked on (B)(6) 2014 and there was supposed to be 16cc of saline in there. It was also reported on (B)(6) 2014 the patient had pain, stress, was uncomfortable, and tired. Assessment indicated a malfunctioning pump and it was determined erratic residual rates in the pump was causing an overdose and underdose situation leading to hospitalization. It was also concluded by the healthcare provider (hcp) based on his investigation that the event occurred based on one of three problems. The first, potentially it was related to a medication concentration error because the prialt was diluted down to 5 mcg/day from 100 mcg/cc and there may have been an error in dilution. Secondly, the error could have resulted from a pump malfunction considering his last reservoir fluid extraction of saline was 14.5 cc and the reservoir was supposed to be 16 cc. Thirdly, the error could have been related to not having prepped the pump with prialt originally causing a sudden increase in the relative prialt dose and the pump was not washed out with a triple-washing as indicated. It was noted that early on prialt was blended into the patient¿s dilaudid while they were weaning him off all his opioids. It was further reported the refill on (B)(6) 2014 was actually the second time the patient received pure prialt so it was thought ¿that by that time, the reservoir would have absorbed all the prialt that it was going to absorb.¿ it was reported however that since the reservoir did not have all washings, ¿it may have been possible that there was a relative increase in the rate of infusion of prialt on that particular refill.¿ it was also reported the hcp wanted to move forward quickly with replacement of the pump for a flowonix prometra pump so a lower infusion rate can be run with prialt. It was noted the pump needed to be replaced anyway due to the elective replacement indicator (eri) that was to occur in 13 months. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).